Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-oct-2025. Investigation summary: bd received four (4) unused customer samples for investigation. The samples were visually evaluated and the indicated failure mode for gel smearing with the incident lot was observed. Additionally, fifty (50) retention samples were visually inspected for gel defects and no issues were observed. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed the indicated failure mode gel smearing based on the customer samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), 4 microtainers had the gel in the incorrect position in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), 4 microtainers had the gel in the incorrect position in the tube. There was no health impact or consequences reported.